Manufacturer narrative:
Results of investigation: the device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the epoxy coating over the internal witness wire has degraded and has begun to come off. The device shows significant signs of wear/usage. The device was manufactured in 2008. This failure mode has been previously identified. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported that after procedure the drill guide handle was found with a metal part coming apart. No back up was needed. No delay involved. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.